Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (pulse current flags) was confirmed. The cause of the pulse current faults was a defective r84 component on the c/a board. The resistor was cracked at the weld joint, causing the monitor to detect current in the line when no pulse delivery was necessary. The root cause of the defective resistor could not be positively determined. No adverse event resulted from the defective component. The pt was sent a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) female pt, to request an exchange of her monitor due to excessive pulse current fault flags. The pt was given a replacement monitor.